Event description:
Caller reported potential false negative urine hcg results on two patients. Information was only provided on one of the two patients. The first patient was tested three times with the henry schein one step+ hcg strip test and was negative each time. The customer had previously been tested with a serum quantitative test on (B)(6) 2012 with an hcg level of 7,257miu/ml. A sonogram was performed yesterday ((B)(6) 2012) and the patient was said to be 8 weeks and 2 days pregnant. The only medication taken is prenatal vitamins.

Manufacturer narrative:
Investigation pending.